Event description:
It was reported that the ipg failed to establish communication with external devices. Upon further investigation the patient stated the ipg stopped holding a charge. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.